Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display anomaly noted. The power management tool confirmed pump error 25 alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to resistance issue at j6 connector. The insulin pump also alarmed power loss, low battery and replace battery now alarms due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The insulin pump was received with minor scratched display window and case. The insulin pump also programmed with test glucose meter. The insulin pump communicated properly and recorded the 85 mg/dl value properly from glucose meter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now without prior low battery alert. The customer also reported that the insulin pump alarmed power error. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The power error alarm and power loss alarm were cleared. The insulin pump was returned for analysis.